Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique resulting in peritonitis. The breach was further described as the patient made an unspecified mistake during therapy. One day after the event onset, the patient was hospitalized. On an unknown date, the patient began treatment with an injection of fortum (500 mg, frequency and route not reported) and heparin (500 international units, frequency and route not reported) for peritonitis. It was unknown if treatment with fortum and heparin were ongoing. On an unknown date, the patient was discharged from the hospital. The outcome of the event was unknown. It was not reported if the patient was retrained on aseptic technique. Action taken with dianeal therapy was unknown. No additional information is available.